Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated in the tracheotomy tube has the air bag that was found to be leaking. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae, and h1 - type of reportable event: correction. H6. Codes: updated. Device evaluation: the investigation of the complaint was limited because no sample was returned. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Because a cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue and no signal of confirmed complaints in relation with this issue was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.